Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closure tsl 6fr. Device. The first device was deployed and both cuffs were not captured. The device was exchanged for a second device. When deploying the second device, the posterior cuff was not captured. The second device was exchanged for a third device. When deploying the thrid device, the posterior cuff was captured. The third device was exchanged for a fourth device which was successfully deployed; however, no tissue was captured. The device ws removed and an 8fr. Sheath was inserted. Closure was achieved with manual compression held for thirty minutes. The pt was discharged after eight hours with normal pulses. On 12/17, the pt returned with claudication, pain extending down the right leg and no detectable pulse. The physician performed a peripheral angiogram on the right femoral artery. The angiogram revealed an occlusion of the mid iliac artery with collateral filling of proximal superior femoral artery. The vascular surgeon performed a balloon procedure, angiojet and stented with wall stents from the proximal superior femoral artery to the mid iliac and flow was re-established. The vascular surgeon reported the cause of occlusion to be a dissection of the femoral artery that occurred during the procedure and was probably caused by use of multiple devices. Flow and pulses returned. The pt recovered without further incident.